Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image was missing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, the suggested event was likely due to incorrect settings. However, a definitive root cause could not be identified. The olympus field service engineer (fse) performed an inspection. The fse inspected the unit and found there was no defect in the device. The system was operating normally based on parameters and environment. Picture in picture was present, however, the facility had an improper source selected for picture and picture. The event can be prevented by following the instructions for use which state: instructions: evis exera iii video system center/olympus cv-190; chapter 4 function setup. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.